Manufacturer narrative:
Event site name:(B)(6) hospital.

Event description:
It was reported by customer that prior to use, the cardiosave intra-aortic balloon pump (iabp) batteries were not charging. There was no patient involvement reported and no injury or harm reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they were not able to duplicate the reported issue of the batteries not charging. The device was for 2 hours without issues and was charging during testing and powered off. Device passed the performance and safety checks according to factory specifications.